Event description:
Consumer called to get help running the calibration test with their device. It was determined that the calibration was out of range. The device was replaced and the defective one returned for investigation.